Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar incidents. Based on the overall information and without the device to analyze, a cause for the inability to remove the lock line could not be determined. It is possible that there were knots in the lock line resulting in the reported inability to remove it or the user technique during the procedure influenced the reported issue, however, this cannot be confirmed. The reported material separation of the red cap is likely related to transportation and/or storage as the cap was noted to be fallen off the clip delivery system but was able to be put back on without any issue. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report inability to remove lock line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds 10116u149) was advanced to the mitral valve, and the clip was placed. Then during the deployment sequence, the lock line could not be removed at all. Therefore, the clip was re-opened and the cds was removed with the clip attached. It was noted that when the cds was removed from its packaging, the red cap was not on. The cap was placed back on and the cds was prepared without issue. The procedure continued with a new clip. The second clip was successfully deployed. Then a third cds (00928u173) was advanced to the mitral valve to further reduce mr. However, the posterior gripper would not fully lower. The gripper arm would only lower halfway during simultaneous ns single use. The clip was inverted to the atrium and the troubleshooting was performed. But the gripper would still not fully lower. The cds was removed with the clip attached. The procedure continued with a new clip. Two clips were implanted, reducing mr to 3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.